Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, preceding/simultaneous bone augmentation, bone resorption, inflammation, mobility.